Event description:
Information received from the field notes that the patient presented to the clinic following occasional loss of capture for 2-3 beats during a colonoscopy procedure. The loss of capture was recreated on a holter monitor. During the office visit, normal pacing and sensing with adequate capture thresholds was observed. However, when the device was manipulated in the pocket, loss of ventricular capture was noted. Subsequently, the device was replaced.